Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation: occupation is lay user/patient. This event occurred in (B)(6). Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter questioned 3 inr comparison results between the coaguchek inrange meter with serial number (B)(4) compared to the stago neoplastin ci+ laboratory method. Of the data provided, the results from 1 comparison were discrepant. The result from the meter was 3.70 inr. The result from the laboratory within 3 hours was 2.80 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The test strips were requested for investigation.